Event description:
It was reported the system failed to initiate fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.